Event description:
It was reported that the customer was in a car accident while wearing the insulin pump. The insulin pump was damaged in the accident. At the time of the report, the buttons were unresponsive and the display was not functioning properly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.